Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress pelvic pain, recurrence of stress incontinence and prolapse, vaginal bleeding, and difficulty going to the bathroom, as well as the product problem. Furthermore, it was reported that the plaintiff died on (B)(6) 2013. The cause of death listed on the death certificate stated respiratory failure and multisystem organ failure.

Manufacturer narrative:
Lawyer-filed report.